Manufacturer narrative:
The reported event of the left ventricular (lv) lead could not be fully inserted into the header was confirmed. Analysis revealed the lv-lead was being blocked from full insertion by the left ventricular (lv) -setscrew turned down in the port blocking insertion of the lead. Damage to the setscrew and septum indicate the user/physician was making incorrect wrench insertions into the setscrew. The setscrew was not being properly engaged which left the setscrew in a random position which left it blocking the port. In lab testing the leads could be fully inserted into the lv connector port. No device anomalies were found. The problem was related to the user's incorrect use of the torque wrench.

Event description:
During implant procedure, the left ventricular (lv) lead failed to be connected to the lv port on the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.